Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not alert or alarm when the customer was not getting insulin and the customer had experienced multiple hyperglycemia due to this. The customer reported that the gear was louder and clicking during priming. The insulin pump was slower to rewind, buttons were sticky and had to press multiple times. The reservoir area was damaged and the ring came off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.